Event description:
Customer reported difficulty pressing the pump's quick bolus/wake button, requiring multiple attempts to activate the screen. There was no adverse impact to the customer's blood glucose level. Technical support assisted by advising removal of the pump from its case and guiding the customer on how to press the button more effectively. Despite these efforts, the issue persisted, and technical support decided to replace the pump with one that includes updated software. Customer was instructed on preparing the old pump for return and understood the need to transfer settings and connect the cgm to the new pump. Replacement was arranged without requiring a signature upon delivery.